Event description:
The pt is reportedly experiencing intermittent changes in sound quality and changes in impedances. The pt's performance has decreased. The pt was prescribed high doses of sudafed for over one week and prednisone for one month. The issue has not resolved. Advanced bionics is in the process of gathering more info.